Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they could not get the implantable neurostimulator (ins) to shut off because the ins was shocking them. The ins is now shut off. Caller states they cannot get the ins to turn back on. They were walked throughturning the ins back on and as soon as the ins was back on the patient told her it was shocking him. They were told how to turn the ins off now and were redirected to their healthcare provider.